Manufacturer narrative:
Lot number 62380. The reported events of ocular pain and choroidal hemorrhage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced pain 24 hours after post-op and was diagnosis of massive choroidal hemorrhage" in the unknown eye 48 hours after post-op. Patient was admitted to the hospital and treated with cortoide bolus and waiting for clot drainage.

Manufacturer narrative:
The reported events of retinal bleeding, low intraocular pressure and loss of vision are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information reported affected eye is left eye. Treatment was provided as posterior vitrectomy + choroidal haematomas drainage, IV corticosteroid bites during hospitalization for 3 days for analgesic purposes, after detection of expulsive bleeding. Choroidal hematomas were resolved following surgical drainage. There was retinal bleeding from the posterior pole that was not accessible to surgical treatment and resulted in the loss of vision and visual field (sees the hand moving). Hypotonia found early in the days following xen implantation is at risk of choroidal hematoma in the severely myopic. The device remains implanted at this time.